Event description:
It was reported that the patient presented in the hospital with a low heart rate, dizziness, and fatigue. Upon investigation, loss of capture was observed on the right atrial (ra) and right ventricular (rv) leads. An x-ray was performed, and both leads were dislodged to the superior vena cava. The cause of the event was suspected to be twidder's syndrome. The ra and rv leads were explanted and replaced to resolve the event. The patient was in stable condition.